Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device not communicating and offline in remote support service. A technical support specialist contacted the customer and requested verification that the network cable was plugged in, the station was powered on, and the data port connected to the station was functional. The device had gone offline approximately three hours prior, which aligned with the time it was physically moved to a different room. The station had also been temporarily moved to another room one week earlier and had remained offline for at least that duration per rss. The customer confirmed that all cables were connected and the device was powered on. The customer opened a ticket with their it department to check the data port and later reported that the issue was resolved. The issue was resolved by hospital it changing the network cable for the station. The case was approved for closure. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was not communicating and appeared offline on the remote support service (rss). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.